Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim and difficult to read. There was no improvement upon changing the battery or adjusting the contrast. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2013 with the following findings:during testing, the pump¿s display screen appeared dim and discolored. A test screen was installed and displayed properly.